Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting and was unable to charge a battery pack. The cause for the failure was isolated to shorted pins on current-controlling transistor q1 on the bedside pca board. The root cause for the shorted pins on q1 could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last patient to use this battery charger/model did not report any deficiencies.